Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump had an inaccurate delivery issue and that on (B)(6) 2017 the patient had been hospitalized with diabetic ketoacidosis. Treatment included IV fluids and insulin injections. During troubleshooting, cts found that the basal and bolus settings were done incorrectly, and referred the patient to a hcp for training. There was no indication of pump malfunction. This complaint is being reported as the patient experienced dka related to training/misuse issues.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/21/2017 with the following findings: a review of the pump histories showed a manual suspend and manual resume performed on the pump. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.